Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be third party product related. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred; however, the customer requested the erbe generator be replaced despite there being no issues found. An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not replicated based on the field evaluation. The fse tested the erbe generator and found no issues. The fse replaced the erbe generator for customer satisfaction. However, the customer retained the erbe generator. Therefore, at this time, it will not be returned to isi for failure analysis investigations. The fse was informed by the customer that they had folded the bovie grounding pad and left a small portion of it touching the patient. The customer reported that they are aware this was the cause of the event, but wanted to have the erbe generator replaced for further investigation. A new erbe generator was installed and the system was tested and verified as ready for use. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: monopolar curved scissors (part #470179-19 / lot #k14220523-0099), monopolar curved scissors (part #470179-19 / lot #k10220802-0193). A review of this site's complaint history shows no complaints have been created against any of the instruments used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted myomectomy procedure, monopolar energy was insufficient. It was found that this was caused by the grounding pad being folded on itself. The patient¿s skin was burned where the grounding pad was touching their leg. It is unknown how severe this burn was; however, the burn was reportedly treated with ointment.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the monopolar energy delivery was intermittent from the erbe electrosurgical unit (esu). Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer replaced the monopolar instrument, the instrument energy cable, and reseated the sterile adapter for the monopolar instrument, but the issue persisted. The site power cycled the da vinci system and the erbe generator but the issue persisted. The tse recommended the customer try another generator for energy. The site connected a force triad generator. The bipolar energy worked, but monopolar still did not. The site swapped back to the initial monopolar instrument while using the force triad generator, and it worked, but the surgeon said the energy deliver was still insufficient. A short while later, while still on the call with tse, the customer reported that they no longer had any monopolar energy being at the instrument tips. The tse suggested replacing the grounding pad in use. The caller then found that the grounding pad was not properly connected to the patient; it was folded in half next to the patient's legs. The caller stated the patient was burned on her leg next to the folded grounding pad. The or staff replaced the grounding pad and the monopolar energy began working as expected. The procedure was continued and completed robotically. The caller asked why the grounding pad was showing as connected on both esu's used, the tse explained that they can replicate the connection when not really connected to a patient when the grounding pad is folded in half and therefore connecting with itself instead of the patient. Isi contacted the site's robotics coordinator and additional information was obtained about the complaint: the robotics coordinator was called into the room after the event was occurring and was told of what had been happening. The robotics coordinator was in the operating room (or) until the problem was resolved. The indication for this procedure was fibroids. The robotics coordinator said there were no complications as a result of the lack of cautery energy such as bleeding or tissue damage. It is unknown how severe the patient burn was and what degree of burn it was, but the robotics coordinator said ointment was placed on the burn. The robotics coordinator reported that there were no post-operative complications with this patient. The robotics coordinator said they have not found the cause of the reported complication, but they ruled out the erbe generator since their isi field service engineer (fse) checked the da vinci system and erbe generator and found no issues. Isi has attempted to obtain additional information from the surgeon of this procedure; however, no further details have been received.